Event description:
It was reported that the tip of the instrument was broken during use. No patient complications were reported.

Manufacturer narrative:
(B)(4). The inferior shaft is cracked and bent downward, starting at the centerline of the jaw pivot pin, consistent with excessive force. The location, direction, and amount of force required in order to induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. A review of the device history records did not identify any applicable nonconformance to specification.